Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during surgery, while t2 drilling the humerus for distal screw fixation the drill broke at the base. It was reported that the front cortical bone did not come off. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for drill bit breakage, was not confirmed as the drill bit was not returned for evaluation. Without the drill bit, the root cause cannot be determined.

Event description:
It was reported that during surgery, while t2 drilling the humerus for distal screw fixation the drill broke at the base. It was reported that the front cortical bone did not come off. It was also reported that there were no adverse consequences and the procedure was completed successfully.